Manufacturer narrative:
The communication between the device and programmer could not be established due to battery depletion. Based on the default parameter settings, the device did not perform to the expected longevity. The power consumption of the device was found to be normal. No evidence of cell issue noted. The cause of the battery depletion is undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their loop recorder could not be interrogated. A battery longevity estimate anomaly was suspected. Device replacement was discussed. The patient is in stable condition.

Event description:
New information received notes that the device was explanted. The patient was stable throughout the procedure.